Event description:
The customer reported that while monitoring patients on a exhibit central station, the central station shut down on its own and would not power back on. There was no patient or user harm associated with this event.

Manufacturer narrative:
The caller reached out to their internal biomed team. A customer biomed went on site and rebooted the exhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.